Manufacturer narrative:
The insulin pump was received with blank display due to battery tube power connector not connected properly into the printed circuit board. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test, or verify failed battery test alarm due to blank display. The insulin pump had scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 6.4mmol/l. Customer did use a recommended new battery and the screen went blank. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.